Event description:
During left hip arthroscopy for femoral acetabular impingement repair and iliopsoas lengthening, the arthrex fibertak knotless anchor ar-3636 tip broke off inside of my left leg. It remained in the superficial layer of the it band. It was found at 1-week follow up with physician's assistant during the routine x-ray. I had surgery on (B)(6) 2022 to remove. No complications or pain. FDA safety report ID# (B)(4).